Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. H3 other text : see h.10.

Event description:
It was reported that the bd ultra-fine¿ nano pen needle with pentapoint¿ comfort/easyflow¿ technology was loose and could not be used. The following information was provided by the initial reporter, translated from portuguese to english: "some units came with the needle loose and cannot be used."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone#: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd ultra-fine¿ nano pen needle with pentapoint¿ comfort/easyflow¿ technology was loose and could not be used. The following information was provided by the initial reporter, translated from (B)(6) to english: "some units came with the needle loose and cannot be used."